Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative troponin I (tni) result with the triage cardiac test vs. Lab analyzer. Customer reported a positive tni result for a patient on their lab analyzer at one location ((B)(6)). A specimen from this patient was tested at another location ((B)(6)) using the triage test with a negative result. When this specimen was tested on the lab analyzer at the (B)(6) facility, it gave a positive result. The patient's diagnosis was atrial fibrillation.